Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, high cholesterol, ovarian cyst, autoimmune disorder, migraine headache, hypothyroidism, asthma, depression, chronic fatigue syndrome and celiac sprue. Previously administered products included for an unreported indication: mirena iud. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy, mccall culdoplasty, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal details as per medical records: (B)(6) 2019. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abnormal uterine bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jun-2021: quality-safety evaluation of product technical complaint (ptc). Event abnormal bleeding added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included hypertension, high cholesterol, ovarian cyst, autoimmune disorder, migraine headache, hypothyroidism, asthma, depression and chronic fatigue syndrome. Previously administered products included for an unreported indication: mirena iud. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy, mccall culdoplasty, and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal details as per mr: (B)(6) 2019. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: initial and fup 1 processed together. Mr received. Reporter information, other relevant history, event: "pelvic pain" added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.